Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous left anterior descending artery. A 3.0x12mm maverick 2 balloon was advanced and inflated for treatment but ruptured at 14 atms. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated, however, the balloon was not fully folded or wrapped around the shaft of the device. The hypotube was kinked at several locations along its length. An attempt to inflate the balloon material failed due to a pinhole leak located at the distal end of the proximal markerband. A microscopic examination of the proximal markerband identified no issues which could have contributed to the pinhole leak.. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous left anterior descending artery. A 3.0 x 12 mm maverick 2 balloon was advanced and inflated for treatment but ruptured at 14 atms. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.